Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced, however, it was observed that there was visible blood between the catheter and console. The case was aborted. No patient complications have been reported as a result of this event.